Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was trailing a spinal cord stimulation system. It was reported that there was a buried lead trial in progress. The neurosurgeon inserted the paddle into the epidural space and connected the extension for the purpose of the paddle trial. The surgical technician shouted that she was shocked as she was trying to seat the leads into the wireless external neurostimulator. The surgical technician was trying to use the extension screw driver to try and seat the lead into the contacts. The manufacturer representative checked impedances and the entire row of electrodes 0-7 were out with impedances greater than 40,000 ohms. The patient¿s wireless external neurostimulator was replaced post operation to see if that fixed the problem. It did not. It could be that the extensions and the leads are not seated properly or the electrical shock that the surgical technician experienced caused a shortage. The cause of why the entire row on the paddle is not functioning is unknown. The patient is currently in progress of the trial and receiving stimulation from one side of the paddle. The patient was sent home with the stimulator off until he recovered from his procedural pain such as headache. The device was currently off as of (B)(6) 2019. The patient was experiencing a lot of pain from the procedure as of (B)(6) 2019. During the surgery, the neurosurgeon noticed the dura was scarred and compressed. He dissected and created a dural tear trying to separate it from another structure. He then repaired the dura with duragen. The patient is in a lot of pain including headache. A surgery is scheduled for (B)(6) 2019 to either install a battery or explant the entire system. This decision has not been made yet by the neurosurgeon. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead would not be returned as it was discarded by the surgeon. No further complications are anticipated.